Manufacturer narrative:
The intraocular lens (iol) was sent to the manufacturing site for investigation. Visual inspection under 10x microscope magnification revealed that the lens was received cut in halves. The lens condition could be associated with the explant process. No further analysis was possible due to the condition of the returned lens. The reported event could be related to a complication of the surgical procedure related to patient factors. Based on the condition of the returned lens, results code for operational was chosen. A review of the manufacturing records was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. No deviation or non-conformance report (ncr) related to the customer's report was generated. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Concomitant medical products: alcon monarch ii inserter with alcon c cartridge, lot unknown. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that while inserting intraocular lens (iol) into the patient¿s left eye, when physician noticed a tear in the patient¿s capsule. Lens was removed and capsule issue was repaired. Incision was enlarged but vitrectomy was not performed. A replacement lens was then implanted successfully. Replacement lens was of the same model (zcb00), but diopter and serial number were no provided. Patient was noted to have recovered and outcome does not significantly interfere with activities of daily life. No further information has been provided.